Event description:
It was reported that the device was explanted, after an implant duration of 64 months, due to unk reasons. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.